Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2014 to september 26, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted a solid, white particle, approximately 0.50 mm in size, floating in the fluid of the reservoir. The reported condition was verified. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device was observed with particulate matter in the reservoir. The reservoir was carrying the drug desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.